Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving secondary set secure lock (34 inch), small black dots were observed within the plastic, and a cloudy, white, soap-like substance was observed in the plastic. The affected products were sequestered. There was patient involvement with no injury reported.